Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported debris was found in the sterile packaging during receiving inspection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# - (B)(4). Report source: japan. Visual inspection identified a hair-like debris within the sealed sterile pouch. DHR was reviewed and no discrepancies were found. The root cause of the reported event is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.